Manufacturer narrative:
The technician isolated the issue to the head down valve sticking. He replaced the valve to repair the bed.

Event description:
Info received indicates the head of the bed is drifting down 3 to 4 degrees an hour.